Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds shortly after implant. The lead was damaged whilst being explanted and replaced. No patient complications have been reported as a result of this event.